Manufacturer narrative:
The reported event was verified by the complaint specialist during the device evaluation; during the visual inspection, the tightening screw of the pin clamp was found to be broken. This is a result of improper handling.

Event description:
It was reported that the coupling for orthopedic anchoring system broke apart during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.

Event description:
It was reported that the coupling for orthopedic anchoring system broke apart during setup for a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully.